Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was initially reported the patient was implanted 3 days prior to this report and the urinary aspect was starting to respond but the morning of this report the patient had a ¿horrible, horrible bout of fecal incontinence.¿ it was later reported on (B)(6) 2013 that several days after implant, the patient's symptoms came back and the patient had to constantly reprogram it. By the following friday, ins was no longer working. The patient had total incontinence. The patient was on program 1 @ 1.8v. The patient. Switched to program @ 2 0.9v. The patient was in a lot of pain after the surgery and was still in a lot of pain. The patient missed a bridal shower because of the pain. The patient went back to the surgeon (B)(6) 2013, the day after implant, and had the wound redressed because it was bleeding through. The patient had tried programs 4 and 1. The patient planned to see their healthcare provider. If additional information is received, a follow up report will be sent.